Event description:
The customer stated that the insulin pump delivered a bolus that she did not program, causing her blood glucose levels to drop. The customer stated that her husband found her incoherent and sweating, and treated her with food and glucose tablets. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. No exposure to strong magnetic fields. The insulin pump passed the displacement test. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.